Event description:
It was reported that in the patient's room 4 days after the catheter was placed, the distal lumen became blocked. The user then unsuccessfully tried to flush with heparin. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4).